Event description:
It was reported that it was not possible to clamp that the universal oscillating saw attachment blade. There was no pt harm to delay deported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 05/12/2012. Eval observed that every device displayed positions where pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.